Manufacturer narrative:
This is the same event as 3010536692-2016-00262.

Event description:
Allegedly, salesperson was told the reason for revision was due to pain and a grinding coming from the hip. Also, elevated metal levels (co and or cr).